Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient underwent a right shoulder arthroscopic labral repair (bankart repair 3 to 6 o'clock) procedure during which the following arhrex devices were implanted using the inserters that come with the devices: anchor suture 1.8 knotless fibertak model ar-3638 (lot 10860295), anchor bone 2.9 peek pushlock model ar-2923ps (lot 10538126), anchor bone 2.9 peek pushlock model ar-2923ps (lot 10538124), anchor suture 1.8 knotless fibertak model ar 3638 (lot 10654070) - qty 2, anchor suture 1.8 knotless fibertak model ar-3638 (lot 10668916). The inserter part of the devices were discarded at the time of the procedure. Post-op the patient was experiencing night pain and it was discovered that a foreign body was in the patient. The same surgeon performed a second surgery (B)(6) 2020, at the same facility, to remove the foreign body. The facility is unable to determine which of the six inserter devices the foreign body may have come from as they are no longer available to examine. The facility risk manager has confirmed that the facility will not be releasing the device but has confirmed the fragment will be preserved with length of time pending recommendation for the facility's legal department.